Event description:
Customer's spouse reported via phone call that the customer has been receiving weak signal, calibration error and lost sensor alerts. During the call; it was reported that the customer was experiencing high blood glucose of 508 mg/dl. Customer treated with manual injection. It was mentioned that the customer was admitted into the hospital due to a fall the week before. The customer thought she might have broken her hip but there was no fracture. While in the hospital, she got a heart monitor connected and periodically she would receive a lost sensor alert. It was stated that the communication between the transmitter and the pump was reestablished.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.